Manufacturer narrative:
Findings: blank display due to moisture damage on the electronics. Moisture damage found on the motor also. Pump received with cracked case at display window corner, battery tube threads, minor scratched display window.(B)(4)

Event description:
A customer reported via phone call indicating that their insulin pump was exposed to moisture. The customer has a blood glucose level was unknown at the time of the call. The customer states that their insulin pump was submerged in salt water. The customer sent the product back for analysis.